Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's sepsis could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported gi bleed could not conclusively be established through this evaluation. It was reported that the patient had sepsis and gastrointestinal bleeding. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until 19aug2019, when the patient expired. The device was not returned for evaluation (refer to MFR # 2916596-2019-04141). The heartmate ii lvas IFU lists sepsis and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient was hospitalized due to sepsis and gastrointestinal bleeding. No further information was reported.